Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The subject devices were received by the synthes manufacturer for evaluation on february 26, 2016. The received devices included three 3.5mm distal locking screws self-taping with stardrive recess 42mm and one unknown screw over 42mm long which could not be identified.

Manufacturer narrative:
Patient ID/ initials are unknown. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Correction to user facility report: already reported on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against (B)(4), the only information contained in this report is correction or additional information. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as all four returned screws are broken. The root cause could not be definitively determined as there are unknown factors that could cause the screws to be subject to forces beyond the yield strength of the material over the reported 6 months of implant. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, the 3.5mm locking screw family is intended for use across various plating procedures. As the original procedure was reported to be for fixation of a left ankle. The four screws were received with a roughly transverse break in the threaded shaft. The returned portions measure 42.7mm, 39.2mm, 37.4mm, and 36.7mm and show damage that has deformed the threads. The concentration of the damage is located near the fracture site. Two of the four screw heads were received with a transverse break located directly below the screw head. The remaining two screw heads were not received. The fracture site was examined under 20 times magnification and some flattened areas were noted. No material voids or irregularities were identified. The balance of each returned implant shows wear consistent with implant and explant. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the implants are already broken. The manufactured revision is unknown; however, based on the etchings the screw heads were manufactured prior to the current revision. Based on the obtainable features, the unknown screw is conforming to the reported screw family but a longer length then reported. Thus, a review of the current design drawing and the previous revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The root cause could not be definitively determined as there are unknown factors that could cause the screws to be subject to forces beyond the yield strength of the material over the reported 6 months of implant. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level and the surgical technique. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.